Event description:
This pt is implanted with bilateral cochlear implants. After approx 1-1/2 years of successful use. They began to experience discomfort and pain associated with the right implant. Integrity testing on the right implant revealed 9 faulty electrodes, therefore, their clinic has recommended only using their left implant. Explantaion/implantable surgery is being considered by their cochlear implant team.